Event description:
It was reported that a user experienced hyperglycemia while using a new ilet system that was in its initial learning phase, with morning glucose values rising from approximately 100¿120 mg/dl to about 200 mg/dl over several hours without food intake, and no device alarms over 300 mg/dl occurred. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for medical intervention, no assistance from others, and no use of backup therapy. Investigation included complaint intake, user education on device relearning, and scheduling of additional product training. Investigation of this case revealed no device alarms or malfunctions reported, and the event was characterized as hyperglycemia of unclear cause during early use while the device relearned user needs. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.